Event description:
The customer reported to philips the co2 pump was not working. Philips was informed by the customer after inserting the etco2 tubing the pump would turn on for a few seconds and then shut off. There was no patient involvement.